Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump operated within normal altitude range and had obstructed speaker holes. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, gently cleaned speaker holes, reconnected cartridge to resume insulin after waiting period, was advised to let pump rest to allow any moisture to evaporate if alarm recurred, and planned to call back if issue persisted.